Event description:
The ventilator emitted a burning smell and would not cycle, found during maintenance. There was no pt incident. This complaint is the result of service report screening. The ventilator is currently operating to specifications.